Event description:
Per the clinic, the patient experienced non-auditory sensations and poor device performance from activation (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device from a different manufacturer during the same surgery.